Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial thresholds rose after implant with intermittent capture and high impedance. The patient developed cellulitis and the implantable pulse generator (ipg) system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the patient's right atrial (ra) lead was implanted with appropriate measurements. Post implant, the lead measured high/undefined pacing impedance. The pocket was re-opened and the physician noted that the lead pin was disconnected from the header. The device setscrew was questioned for straightness or poor connection. The lead pin was re-seated and the pocket closed. At a follow up visit, the ra lead again measured high/undefined impedance. Both the device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right atrial (ra) lead exhibited high thresholds and was no longer capturing.